Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered during the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4 of pd treatment. The warning occurred 3 times. The patient cancelled treatment and found fluid in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the cassette. The patient was advised to let the cycler air dry and try it the next day. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not want to continue to use the cycler so the patient borrowed a cycler from the clinic and has been using it while waiting on a new cycler. There was no harm, intervention or adverse event associated with the leak. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered during the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4 of pd treatment. The warning occurred 3 times. The patient cancelled treatment and found fluid in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the cassette. The patient was advised to let the cycler air dry and try it the next day. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not want to continue to use the cycler so the patient borrowed a cycler from the clinic and has been using it while waiting on a new cycler. There was no harm, intervention or adverse event associated with the leak. The cycler is available to return.